Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 29 mg/dl at time of incident. Customer was treated with food and glucose tablets. Customer was experienced low blood glucose for about 3 weeks. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer was disconnected during the rewind or prime sequence. Based on troubleshooting customer alleging possible insulin pump over delivery. Customer was advise to disconnect from set and remove the reservoir from the insulin pump. The insulin pump will be returned for analysis.